Manufacturer narrative:
(B)(4). Evaluation of the device has begun, however, has not yet been completed.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's drain volume was 3210ml. The largest prescribed fill volume was 2000ml, this meets iipv criteria. Product surveillance advised the nurse of the probable cause. The nurse stated she will follow up with the patient. There was no patient injury or medical intervention associated with this event. The patient has resumed therapy successfully.